Event description:
It was reported the customer experienced an elevated blood glucose (BG) level; cause and BG level was not known. Customer administered a manual injection to address BG level. Customer received third party assistance from the nurse; a finger prick reading was performed. Customer declined further troubleshooting.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.